Manufacturer narrative:
The investigation for the reported access site bleed, limb ischemia, and ventricular tachycardia/ventricular fibrillation (vt/vf) has been completed. The impella device was not returned for evaluation. Clinical details provided were sufficient to determine the root cause of the access site bleed. The root cause of access site bleeding was determined to be use issue because the bleeding was significantly reduced after femostop placed to belt pressure and angle of entry re-matched. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia and vt/vf was not determined. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 last name was revised as previously entered incorrectly. Added code 4641 as it was inadvertently left off the previously submitted manufacture device report. Codes 3038 were reported incorrectly on the previously submitted report. Additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and 4643apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury. Ischemia potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 51-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that after delivery of the pump in the left ventricle the patient went into ventricular tachycardia and was shocked once, which restored sinus rhythm. The patient additionally had limb ischemia and persistent groin site bleeding. Blood products were transfused and a femostop was placed. The patient's anticoagulation was adjusted. The patient remained on support.